Event description:
Internal investigation found that the cause for this day-of-implant impedance fluctuation was an undersized vagus nerve and/or oversized lead electrodes that leads to a gap between the nerve and electrode. During surgery, this gap between the nerve and electrode does not impact impedance as the area is well-flushed with saline to keep it wet; however right after wound closure, when the saline drains and the gap is only filled with air, high impedance may be detected for the next several hours until the electrode site begins to fill with bodily fluids / serum and then later nerve fibers, which again forms a conductive path between the electrode and nerve.

Event description:
Operative notes were received indicating that no electrosurgical equipment was used while the vns generator was in the field. The surgeon noted double checking electrode placement and confirming that the pin was fully inserted and secured. No further relevant information has been received to date.

Event description:
Review of the data found that there was no evidence of generator reboots.

Event description:
It was reported that when the patient's lead was first connected during an initial implant surgery, impedance showed ok at 3000-4000 ohms. The surgeon was not comfortable with this impedance value so reinserted the pin which again showed an impedance value of 3000-4000 ohms. After the patient was closed up, impedance showed >9,000 ohms several times. Output current was always ok. The next day, the patient's generator was interrogated. The device output currents remained off the day of and day after surgery but sensing was enabled. The day of surgery. Per the attending company representative no electrosurgical equipment was used during the surgery. The manufacturer's device history records of the generator and lead were reviewed and the devices passed final quality and functional specifications prior to release.